Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the imaging system, image acquisitions were noted to have lines on the left and right side of the image. Additionally, it was noted that the collimation appeared to be off. There was no patient present when this issue was identified. No additional information was provided. It was later reported that the collimator was no longer an issue, though no clarification was provided. Medtronic received information that the issue was resolved by rebooting the imaging system.